Manufacturer narrative:
Additional information (18-dec-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. Calibration and quality control recovered within the customer's expected ranges. No issues were reported with other patient samples. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed maintenance that was part of standard troubleshooting including the replacement of several instrument parts relevant to issues of this nature. The issue was resolved after the standard troubleshooting. Repeat of the same samples yielded the expected results. Hsc concluded that the cause of the event is consistent with component failure. The customer is operational. The device is performing within specifications. No further evaluation is required. Sections h3 and h6 have been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00270 was filed on 05-dec-2023.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely depressed sodium (na) result on a patient sample obtained on a dimension exl system. Siemens is investigating the event.

Event description:
A discordant falsely depressed sodium (na) result on a patient sample was obtained on a dimension exl system. The falsely depressed result was reported to the physician(s), who questioned the result. The same sample was reprocessed on an alternate dimension exl system, and the result was higher. The higher result was considered as correct result by the physician(s). A corrected report was issued. The patient was admitted to the hospital and placed on fluid restrictions due to the falsely depressed sodium (na) result. There are no known reports of adverse health consequences due to the falsely depressed sodium (na) result.